Manufacturer narrative:
Attempts to obtain additional information have been unsuccessful. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that during the implant procedure with an ingevity lead difficulties were experienced with extension/retraction of the helix mechanism. It was also reported that it resulted in a fracture of the helix. No adverse patient effects were reported.